Manufacturer narrative:
The technician could not duplicate the issue. The technician zeroed the scale and the bed functioned as designed, user error.

Event description:
The account alleged the bed exit alarm will not arm or set. No patient impact.